Event description:
Discordant, falsely elevated sodium results were obtained for one sample on a dimension xpand w/hm instrument. The discordant results were not reported to the physician(s). The samples were rerun and resulted lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered measurement errors and air detect errors on the integrated multisensor technology (imt) system. The fse adjusted and verified pump rate and lubricated the x-seal. Quality controls were then run all of which were in range. It was also discovered that the customer is using serum samples which is outside the tube vendor specifications for plasma samples to be used. The cause of the discordant, falsely elevated sodium results is unknown. The sample tubes being used outside of the tube vendor specifications is failure to follow instructions. This instrument is performing according to specifications. No further evaluation of this device is required.